Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure after applying a new sensor; the user was instructed to toggle and re-enter the sensor pairing code and to monitor for successful pairing. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included troubleshooting and education on re-entering the pairing code. Investigation of this case revealed a failure to establish communication between the sensor and the responsible device, with no responsible device identified and no failed sensor alerts observed in the alert history. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors not attributable to a confirmed device malfunction.

Manufacturer narrative:
Initial.